Event description:
Procedure type: laparoscopic colectomy according to the reporter: during use, the doctor could not inflate the balloon in the abdomen. Opened another. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).